Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure using a super turbovac 90 icw wand, the wand tip detached while inside the surgical site. The tip was successfully removed and the procedure was completed using a competitive device. There were no significant delays or patient complications reported as a result of this event.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the customer¿s complaint could not be verified, nor could a root cause be determined with confidence. It is possible the device came in contact with a hard, bony, metallic, or otherwise hard object, which could have caused this type of failure. The instructions for use provided with the device contains warnings and precautionary statements related to this failure such as: "this wand is designed for ablation and/or coagulation only, and not for mechanical displacement of tissue through applied force, which may result in bent or detached electrodes;" - "excessive wear of electrodes may result from vigorous use against bony surfaces" - "do not use the wand as a lever to enlarge surgical site or gain access to tissue" there are no indications to suggest the device did not meet product specifications upon release into distribution.